Event description:
It was reported that the device stalled. A 1.6mm jetstream catheter was being used during an anterior tibial atherectomy treatment procedure but kept stalling. The catheter was exchanged and the case was completed successfully. There were no patient complications. The patient was reported to be stable post procedure.

Event description:
It was reported that the device stalled. A 1.6mm jetstream catheter was being used during an anterior tibial atherectomy treatment procedure but kept stalling. The catheter was exchanged and the case was completed successfully. There were no patient complications. The patient was reported to be stable post procedure. It was further reported the catheter stalled while atherectomy was taking place. The device stalled once, stopping all activity completely with no error messages and would not start again. Returned product consisted of a jetstream sc-1.6 atherectomy catheter. No damage was noticed on the device. The device was set up per the dfu and functioned as designed with no issues. The device was run for a period of 3 consecutive minutes with no stalling or errors.

Event description:
It was reported that the device stalled. A 1.6mm jetstream catheter was being used during an anterior tibial atherectomy treatment procedure but kept stalling. The catheter was exchanged and the case was completed successfully. There were no patient complications. The patient was reported to be stable post procedure. It was further reported the catheter stalled while atherectomy was taking place. The device stalled once, stopping all activity completely with no error messages and would not start again.